Event description:
The customer reported a speaker malfunction inop on the intellivue mx400 patient monitor. No information was made available whether sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.